Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +9.00d) was explanted due to the patient's dissatisfaction with the chosen refractive target and a new light adjustable lens (lal, sn (B)(6), +12.0d) implanted as a replacement.